Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the device running in locked position, illegible etching and the cutter not working properly was determined to be traced to component failure due to normal wear. It was noted that the root cause of the hose damage, and loose/missing components, was due to failure to follow instructions and unauthorized repair. Concomitant medical products and therapy dates: attachment device; (B)(6) 2020. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the attachment device would not seat or lock appropriately while being used with a motor device. It was reported that the procedure was delayed 5-10 minutes while trouble shooting and opening a spare drill device. During in-house engineering evaluation, it was determined that the cutter did not work properly, the hose was damaged, the device ran in the locked position, and the labeling was illegible. It was further determined that the device failed pre-test for visual, muffler tube, loctite, safety and rotational speed. It was noted that the swivel assembly rings were not crimped and the red o-ring indicator was missing from the muffler. It was reported that the device was used in surgery and there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.